Manufacturer narrative:
A review of the device history record for strattice lot sp100607 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
On 27/feb/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent an ¿incarcerated hernia¿ surgery and was implanted with strattice device on (B)(6) 2019. The patient underwent a ¿laparoscopic repair of incarcerated incisional hernia, two-hour adhesiolysis of extensive adhesions, bard mesh implant¿ on (B)(6) 2022. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿pain and suffering, physical injury, loss of enjoyment of life, scarring, disfigurement, embarrassment and economic and noneconomic losses.¿ patient ¿is dependent on others to help with daily tasks [they have] difficulty completing [themselves].¿ patient ¿has lifting restrictions and has to adjust [their] physical activities.¿ patient ¿has difficulty exercising, golfing, standing for long periods of time and walking long distances.¿ patient ¿often has right-sided flank pain with physical activity.¿ patient ¿suffers from weight gain due to [their] physical activity limitations.¿ patient ¿is fearful that [they] will suffer another hernia in the future.¿ ¿these injuries contribute to [patient¿s] depression and anxiety.¿ the form lists the conditions that were treated were ¿incarcerated hernia - open repair of right flank hernia with partial cecostomy, appendectomy and repair of hernia using strattice biologic mesh¿ with approximate date of treatment of (B)(6) 2019. Patient underwent ¿ctap - large, non-obstructed right flank hernia¿ on or about (B)(6) 2020.¿ patient also underwent ¿laparoscopic repair of incarcerated incisional hernia with bard ventralite, two-hour adhesiolysis of extensive adhesions¿ on or about (B)(6) 2022. Patient also received treatment for ¿anxiety and depression¿ from approximately 2005 to present. Patient was treated for ¿hernia symptoms; anxiety and depression¿ between 2021 and 2023, approximately. Patient received treatment for ¿hernia related symptoms¿ from 2019 to 2021, approximately. The ppf form also indicates the patient was implanted with a non-abbvie device, ¿bard ventralite mesh,¿ on (B)(6) 2022.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2019. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.